Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, air leaked from the beginning. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with the obturator inserted through the universal seal assembly causing the deformation of the seal mechanism. Therefore, no testing could be performed to evaluate the reported insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.